Manufacturer narrative:
The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
During evaluation by a third party service center, an astral device displayed an internal battery degraded warning alarm. The device was not in patient use when the reported event occurred.